Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 111 mg/dl at the time of call. The customer stated that the insulin pump had a no delivery and a motor error alarms after it has been exposed to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a low blood glucose of 60 mg/dl and treated with food. Customer also mentioned that he was unconscious for about a week and the insulin pump could have been exposed to MRI. The insulin pump is being replaced and is expected to return for analysis.